Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 harvester mentioned having bleeding issues and device not cauterizing enough, which is leading to bloody tunnels. Customer cleaned hp jaws and continued with case.

Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). A lot history record review was completed for lots 25134332, 25134370 and 25134927 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 harvester mentioned having bleeding issues and device not cauterizing enough, which is leading to bloody tunnels. Customer cleaned hp jaws and continued with case.